Event description:
A malfunction was reported on the pump, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The pump shut itself off, making it impossible to confirm the fault ID, but technical support decided to replace the pump, with pump replacement questions and RMA completed on malf 16 issue.